Event description:
It was reported that patient was experiencing breakthrough seizure. The event was a serious adverse event since it caused in-patient or prolonged hospitalization. It did not lead to death, a life-threatening illness or injury, or a permanent impairment of a body structure. The event is possibly related to stimulation/device and causally related to the patient's primary condition being treated. No other action was taken for this event other than hospitalization. The event has resolved and patient has recovered. No other relevant information has been received to date.

Event description:
It was later reported that the clinical study site investigator evaluated the event and confirmed that the breakthrough seizure was not related to vns therapy. No other relevant information has been received to date.